Manufacturer narrative:
Analysis found external and internal abrasions at 14.1cm to 15.7cm from connector pin. Etfe insulation on all cables was intact. The visible inner coil could cause noise when it comes in contact with the ICD can. The external abrasion is consistent with friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that noise was noted on the lead. An insulation break and possible fracture were observed at explant. The lead was replaced.